Event description:
On (B)(6) 2014 the reporter contacted animas alleging that on an unspecified date, he was taken to the emergency room for elevated blood glucose (bg) between 500 and 600mg/dl with nausea, vomiting, thirst, lethargy, and ketones. The patient was reportedly removed from the pump and placed on an insulin drip. Troubleshooting indicated that the patient was refilling and reusing cartridges and was changing infusion sets every three to four days instead of the recommended every two to three days. The patient also admitted to not testing bg regularly, stating that he finds it ¿inconvenient¿. The patient reportedly last checked his bg a week ago. The patient noted that he gives boluses based on how he feels and what he eats. The patient denied any redness or irritation at the insertion site. During troubleshooting, the patient removed the current site and found that the cannula was kinked. Customer technical support advised the patient of the importance of checking bg regularly, and advised the patient not to reuse cartridges and to change the site/set every two to three days. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention related to misuse of the cartridges.

Manufacturer narrative:
Correction to date of event: the date of the alleged hospitalization was (B)(6) 2014.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.